Manufacturer narrative:
The vessel sealer extend (vse) instrument will not be returned for failure analysis. A review of the provided image shows the white plastic referred to here is krytox lubricant used at the distal end of the vse during assembly.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, a nurse observed a small piece of white plastic (very small, but with clearly defined edges) in the surgical site on the vessel sealer extend (vse) instrument. In addition, she had the impression that the vse looked slightly different. It appeared as if something was "protruding" from the instrument. The vse from the surgery was discarded, and it is therefore no longer possible to send it in. The observed piece of plastic is also no longer available, as it was suctioned away during the surgery.